Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cauterization was not working, it would not cauterize at the branch. There was cutting, but no sealing. Insignificant amount of bleeding was experienced. No additional intervention was necessary to control bleeding. It occurred on 2 branches before they swapped kits. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. The jaws had no signs of clinical usage. There was no evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "would not cauterize" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).